Manufacturer narrative:
Received only the catheter for evaluation. Per the visual inspection, no visual defect was noted on the returned sample. During the functional evaluation, the sample was inflated with water and water leaking through the drainage funnel was observed. The catheter was dissected and a micro pinhole bubble was observed on the rubberize layer of the inflation lumen. The pinhole was examined under a microscope and it was noted to be long and not smooth. The reported event was confirmed as manufacturing related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "when catheter is inadvertently removed, inspect the balloon shaft of catheter for rupture, defect, etc. Before inserting a new catheter." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device discharged from the patient. After the patient returned home from the hospital, the catheter was found outside of the patient. Subsequently, the patient returned to the hospital, and the catheter was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device discharged from the patient. After the patient returned home from the hospital, the catheter was found outside of the patient. Subsequently, the patient returned to the hospital, and the catheter was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device discharged from the patient. After the patient returned home from the hospital, the catheter was found outside of the patient. Subsequently, the patient returned to the hospital, and the catheter was replaced.